Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient, implanted with this pacemaker and another manufacturer's right ventricular (rv) lead, experienced intermittent syncope. The patient was admitted to the hospital for facial injuries after hitting his head during a syncopal episode. It was noted that the patient was pacer dependent, and rv output was programmed to 3.5v. Ventricular tachycardia (vt) detection rate was lowered, auto thresholds were on, and the patient had heart rates that went as low as 0-20 bpm overnight. In addition, a temporary wire was put in overnight. The patient went into slow vt after taking medication, and a stored episode revealed some loss of capture. Pace impedance measurements remained between 400-450 ohms, with no impedance incursions. There was no noise or change in atrial impedance measurements with isometrics. Rv output was set at 2v. There was some undersensing and inappropriate pacing noted on the temporary wire, and it was addressed with adjusting the sensitivity. The pacemaker was explanted and replaced, and the rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.correction: b1 field adverse event/product problem populated.the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations of high capture threshold, failure to capture, undersensing, oversensing and brady pacing delivered when not required.

Event description:
It was reported that the patient, implanted with this pacemaker and another manufacturer's right ventricular (rv) lead, experienced intermittent syncope. The patient was admitted to the hospital for facial injuries after hitting his head during a syncopal episode. It was noted that the patient was pacer dependent, and rv output was programmed to 3.5v. Ventricular tachycardia (vt) detection rate was lowered, auto thresholds were on, and the patient had heart rates that went as low as 0-20 bpm overnight. In addition, a temporary wire was put in overnight. The patient went into slow vt after taking medication, and a stored episode revealed some loss of capture. Pace impedance measurements remained between 400-450 ohms, with no impedance incursions. There was no noise or change in atrial impedance measurements with isometrics. Rv output was set at 2v. There was some undersensing and inappropriate pacing noted on the temporary wire, and it was addressed with adjusting the sensitivity. The pacemaker was explanted and replaced, and the rv lead remains in service. No additional adverse patient effects were reported.